Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was scheduled for a normal ins replacement. Caller was to interrogate the ins to obtain the patient¿s settings but didn¿t have the time to run impedances. Caller did have a report from the patient¿s previous visit on (B)(6) 2018 which showed no impedance issues. Caller stated the battery voltage was at eri 2.56v. Caller stated that when the nurse took the ins out of the blister pack it went flying and landed on the ground. The ins was still in the sterile packaging and the decision was made to implant the ins. Upon connecting the extension/leads to the new ins, almost all of the impedances showed over 40k ohms in both hemispheres. Caller had physician remove the ins from the pocket, clean off extensions, suction the ins ports and re-insert extensions into the ins but had the same impedance results. Caller indicated c-8 pair (right side) was good at 1800 ohms. Caller had physical perform the same process again, ensure the ins was in the pocket, and still had the same impedance results. Thinking the impedance issues may have been because the ins was dropped, another ins was used but the same impedance issues remained with impedances greater than 40k on both sides. Decision was made to implant the second ins and the patient¿s extensions would be replaced at a later date. Caller stated patient and worsening symptoms for approximately the last 3-4 months. Caller indicated the patient¿s husband reported that the patient did not have any falls but the neurologists¿ notes indicated the patient had falls. Caller also stated the patient had a chiropractor visit/neck manipulation at some point and they believed that was prior to the (B)(6) 2018 visit but they couldn¿t confirm. Caller indicated the patient was referred to the original surgeon but the appointment wouldn¿t be for several weeks. The ins was currently off. Tss provided crts number for customer service purposes and to reference on return paperwork. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep called the implanting surgeon and acquired the following information. They met with the patient approximately 2 weeks ago and the high impedances were confirmed. A few of the contacts in each hemisphere were only slightly out of range. They ordered a shunt series to radiologically analyze the system. There did not appear to be any broken wires, but upon close evaluation of the ipg header, they thought there was a high probability that the extension wires were not completely inserted into the respective headers bilaterally. The doctor reprogrammed the patient to the lowest impedance contacts (unsure of which ones) and the patient's pd symptoms seemed to improve. They offered the patient to perform revision procedures to try to re-insert the extension wires if they were not satisfied with the new settings, but the doctor hadn't heard back from the patient since that time. There were no further complications reported.

Manufacturer narrative:
Analysis had shown that there were no significant anomalies found with the ins. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.